Event description:
Chief technician (CT) reports one incident of a blood leak (fiber) that occurred at the onset of treatment with a reused (5 times) ca-hp 210 dialyzer. The leak was noted by a blood leak alarm and confirmed by positive hemastix. The estimated blood loss was 250cc. Treatment was stopped and then restarted with new disposables and completed without further incident. CT stated that there was no pt injury or medical intervention associated with this incident.